Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. The cause was not known. The customer was admitted to the hospital and was treated with an insulin drip, phosphate and potassium. At the time of the report, the customer had not yet been discharged. No device issues were identified during troubleshooting. Although multiple requests were made, the customer's discharge date was not provided.